Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that a cut was noted on the lead lumen 160 mm from the terminal pin through to the rate/sense lumen. The helix was extended and body fluid were noted in the helix housing. The lead passed the stylet insertion test, the continuity test with manipulation, helix mechanism test, and the hipot test which is used to asses the integrity of the insulation between the lead's conductors. However, pressure test failed due to the cut in the lumen. The allegation against the lead could not be confirmed by analysis. The lead passed electrical testing.

Event description:
Boston scientific received information that during implant this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) repeatedly exhibited low out of range shock impedance measurement ranging from 10-14 ohms. Boston scientific technical services (ts) confirmed that the measurements were consistently less than 20 ohms with the painless shock impedance test. A new rv lead was successfully implanted. Additional information indicated that the cause of the observation has not been identified and there were no anomalies noted with the lead to device header connection. No adverse patient effects were reported.